Manufacturer narrative:
The device has been received for evalutaion; however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 228 mg/dl.